Event description:
It was reported that the patient had acute kidney injury (aki) and increased creatinine post-left ventricular assist device (lvad) implant. The patient did not have kidney injury pre-operatively. The patient did not require dialysis and the issue self-resolved. There was no further impact. The patient was stable at home.

Manufacturer narrative:
H6 health effect - clinical code: 4882 kidney injury. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Manufacturer narrative:
H6 health effect - clinical code: 4882 kidney injury manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported events could not conclusively be established through this evaluation. Per additional information, it was unclear if the aki was considered to be device or therapy-related. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6). No further issues have been reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU, is currently available. Section 1 of this document lists renal dysfunction as adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.